Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No root cause could be determined with the information provided. Quality control results measured with the old lot of reagent and the new lot of reagent did not indicate a problem with the reagent or the system. Depending on the storage conditions, which were not provided, this type of difference, approximately 25%, are to be expected. This information is documented inthe package insert. No adverse events were reported.

Event description:
The customer received a questionable c3 result on their p-module analyzer while performing a lot shipment to shipment comparison. The customer provided data for eight patients, of which one had a discrepant result that was reported outside the laboratory. Repeat testing was performed on the same p-module. The patient's initial c3 result was 72 mg/dl. On (B)(6) 2011, the repeat result was 98 mg/dl. The customer considered the initial result to be incorrect. The repeat result was not reported outside the laboratory. It is unknown if an adverse event occurred. The c3 reagent lot number was 64595901 and expiration date was 02/28/2013. The customer declined a service visit.